Event description:
Essure coils were misplaced or migrated causing perforations in both fallopian tubes and uterus. Also caused endometritis and significant bleeding for over 2 weeks. Had to have bilateral salpingectomy and myectomy to remove coils. I almost died due to this device. No device should migrate or perforate. I was sick for a long time and did not realize what was going on. Take this off the market before other women get hurt or die. It is unsafe and painful.